Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient had been in atrial fibrillation with rapid ventricular response. However, the rate increased into ventricular fibrillation (vf) and the device failed to distinguish the signal from true vf. Inappropriate anti-tachycardia pacing (atp) was delivered which induced arrhythmia rather than converting the patient. The patient eventually converted on their own. The patient was administered medication as intervention.